Event description:
It was reported that the customer's insulin pump screen would go blank on and off at times. Customer also received battery out limit alarms, following battery changes where the batteries were reportedly not out of the insulin pump for greater than the time allowed by the insulin pump. While troubleshooting for this, customer stated the insulin pump had probably been dropped. No other relevant damage or corrosion was noted. Following advice to clean the battery caps and insert a new battery, the insulin pump display did not return. A self test was performed and passed. Customer was advised to monitor the issue upon receipt of a new battery cap. Her blood glucose was 103 mg/dl at the time of the report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.